Manufacturer narrative:
Alleged failure: on inspection, the device is overheating and the soak cap is missing. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be the motor. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the device is overheating.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device is overheating.